Manufacturer narrative:
As reported, a 6f/7f mynx control closure device (vcd) was deployed during a left lower extremity (lle) revascularization, balloon angioplasty, and catheter-directed thrombectomy procedure, when a possible occlusion of the popliteal artery occurred after deployment of the device. Several retrieval attempts were made by the physician to remove the embolus and restore blood flow. The patient was then transferred to the hybrid room, where an open thrombo-embolectomy of the lle was performed. It was suspected that the polyethylene glycol (peg) sealant, or a fragment of it, became an embolus. Additional information was requested but not provided. The device was not returned for evaluation. A product history record (phr) review of lot f2505201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant-inaccurate placement (intravascular)¿ and the subsequent ¿vascular occlusion¿ could not be observed as the device was not returned for analysis, and procedural images were not provided. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue experienced. However, access site vessel characteristics (although not reported) may have contributed to the intravascular deployment reported and the subsequent vascular occlusion since a lesion/stenosis at the access site may prevent proper placement of the balloon, resulting in improper placement of the sealant. A vascular occlusion occurring after a catheterization procedure is a known potential complication and is listed in the mynx control instructions for use (IFU) as such. An occlusion can be caused by dislodged plaque/calcium or thrombus embolizing and occluding all or part of the vessel. It can also be caused by the sealant being deployed intravascularly, either partially or completely. Occlusions from intravascular deployments of a sealant are usually noted before discharge, commonly found when checking pedal pulses, etc. These occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. As stated in the IFU¿s adverse events section, ¿the most serious recognized risks associated with femoral artery closure procedures occur rarely and include, but are not limited to, the following: vascular injury requiring repair, permanent access site-related nerve injury, surgery for access site-related nerve injury, access site-related bleeding requiring transfusion, new ipsilateral lower extremity ischemia requiring invasive/non-invasive intervention, access site-related infection ¿ major, local access site inflammatory reaction ¿ major, generalized infection, retroperitoneal bleed, vessel occlusion, pulmonary embolism, and death.¿ additionally, the IFU states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture.¿ in addition, the IFU instructs, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ it should be noted that if the balloon is improperly placed during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery. According to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increasing redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ neither the phr review, nor the available information suggests that the reported issue could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported, a 6/7f mynx control venous closure device (vcd) was deployed during a left lower extremity (lle) revascularization, balloon angioplasty, and catheter-directed thrombectomy procedure, when a possible occlusion of the popliteal artery occurred after deployment of the device. Several retrieval attempts were made by the physician to remove the embolus and restore blood flow. The patient was then transferred to the hybrid room, where an open thrombo-embolectomy of the lle was performed. It was suspected that the polyethylene glycol (peg) sealant, or a fragment of it, became an embolus. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2505201 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.